Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that patient experienced inflammation at the infusion site on (B)(6) 2024, and was prescribed an oral antibiotic. The inflammation has since improved significantly. The patient also reported reduced mobility in the morning and afternoon, though the exact onset is unclear. No further information was available.